Event description:
ICD implanted on (B)(6) 2014. Pt came to clinic on (B)(6) 2016 for device clearance since he is going for a procedure. Last time device was checked was on (B)(6) 2016. Battery showed 6.9 years remaining during that time. On (B)(6) 2016, battery was end of life. Unable to interrogate anymore.